Event description:
It was reported that during an excision of breast lump procedure, several clips fired correctly, but then several did not and the clips needed to be retrieved from the operative site. Another like device was used to complete the procedure. There was a delay of approximately five minutes.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: the clips that did not fire correctly (and needed to be removed), were they malformed clips? Were they scissored clips?

Manufacturer narrative:
(B)(4). Additional information received: the customer cannot recall malformation of the clips but also do not recall any scissoring. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. The analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.